Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on february 21, 2021 with diabetic ketoacidosis and high blood glucose level with 1062 mg/dl. Customer treated with intravenous insulin drip and manual injections. Customer stated that they had nausea, vomiting, confusion and altered mental status. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Insulin pump will not be returned for analysis.